Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was confirmed, but the cause of its presence could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the presence of a foreign object on air/water cylinder and tube. There was no patient involvement.